Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable sodium and chloride results for 1 patient tested with a cobas 6000 c501 module. The questionable results were not reported outside the laboratory. They were repeated due to the initial na result being deemed "too low". The patient¿s sample was run on 2 c501 modules, a and b. The initial results were run on module a. The repeats were run on module b. The patient¿s initial sodium result was 103 mmol/l; the repeat was 140 mmol/l. The patient¿s initial chloride result was 139.1 mmol/l; the repeat was 101.6 mmol/l. The patient¿s sample received additional results of 114 and 128 "on mpl". It is unknown which result(s) belong to which test. The units of measurement are unknown. The lot number and expiration date of the sodium and chloride electrodes used were requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the electro valves. No further details related to the service visit were provided. The customer had no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The evaluation conclusion code was updated by the investigation.